Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachycardia device was on ventricular tachycardia mode to set other than monitor plus therapy. This device detected red alert for ventricular tachycardia that prompted to follow up with clinic doctor. No allegation against device functionality. The device remains implanted. No adverse patient effects were reported.

Event description:
Further information from the field representative indicated that the programming of the device was intentional, and it was the patient¿s and the physician¿s decision to use the device as cardiac resynchronization therapy pacing only without the possibility of being shocked.